Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional reported that after intraocular lens implantation surgery, the contrast sensitivity decreased the day after the insertion date. One day after the lens was implanted, the patient complained about poor visibility due to low contrast. Then, the replacement was performed. According to the physician it could be considered as a diffractive-specific complaint, since this time the implant surgery was performed on the patient whose young adults / contrast sensitivity was not so decreasing.